Event description:
The report indicated poor oxygenation was noted during the case. The oxygenator was changed out with no pt compromise. Following the complaint analysis, the reported event could not be confirmed.